Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/08/2015 with the following findings: during testing, the display was found to be dim and discolored. The battery compartment was cracked and the battery cap was damaged and had stripped threads. The pump would not retain the user programmed date and time settings upon removal of the primary (B)(6) battery. When a new (B)(6) battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a display issue, damage to the battery compartment, and damage to the battery cap. This report is made based on results of investigation completed on 12/08/2015.